Event description:
A medical ctr reported to our distributor, that the mask shell of rt040l full face mask detached too easily, causing the pt's spo2% to decrease. When leak occured, it produced bipap alarm-like sounds that disturbed the pt and other staff.

Manufacturer narrative:
Additional lot # 070926 was mfg on 09/26/2007. Method - an investigation will be carried out once we receive the complaint device. Results: no results to date. Lot number 070814: our records indicate that this is the only complaint of this nature received for the given lot number. Lot number 070926: our records indicate that this is the only complaint of this nature received for the given lot number. Conclusion: no conclusion can be done at this time. We have received similar complaints with an occurrence rate of approx 0.046% worldwide for the last yr.